Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Port was implanted on (B)(6) 2016 and worked fine. On (B)(6) 2016, the port was not working and the patient was sent back to ir for a port check. They uncovered that the catheter was no longer attached to the stem of the port. The locking collar stayed on the port; however the catheter had to be retrieved and a new port was implanted.

Manufacturer narrative:
Returned for evaluation: one 8f lp dignity port, locking collar, and a 21cm segment of lumen. A visual inspection revealed no damage or defects to any of the parts. All measurements of the port stem, catheter and catheter lock were found to be within specification. All dimensional and force requirements were also met. The root cause for the catheter separation could not be found. The device may have been assembled incorrectly. According to the IFU the lumen should be trimmed at a 90 degree angle. The catheter returned for evaluation was not. This may have caused improper catheter advancement onto the stem before attaching the catheter lock, which could have led to failure.